Manufacturer narrative:
Product ID mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. Analysis indicated that the wire mesh was exposed on the shaft. The delivery system articulation test curve could be applied but did not meet specification of 120 degrees and was out of plane. There was an issue with the tether of the delivery system. The delivery system was returned with the device attached. Visual inspection identified that the wire mesh was exposed on the shaft near the proximal end of the sheath. Curve could be applied but the distal shaft appeared to be out of plane. Observation of the handle revealed the device deployment button in the locked position, the tether retaining pin was not placed in the handle but was hanging from the tether line intertwined with the tether line and tether pin associated with pli (50). It was not possible to separate the tether line and pin associated with pli (50) from the delivery system associated with pli (40) the analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID mc1vr01-delsys.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, after 4-5 deployments with unacceptable thresholds, the delivery system was removed for clot check. While flushing the delivery system on the back table, a hissing sound was noted near the device cup. The leadless ipg was not implanted, a different leadless ipg system was used. Prior to the first deployment of the second leadless implantable pulse generator (ipg), flush was performed, and high threshold noted. The leadless ipg was recaptured and placed higher on the septum. Contrast was used again, and dye was noted in the pericardial space with injection of contrast. The leadless ipg was deployed and capture threshold was again high. The leadless ipg was recaptured and prior to a third attempt, the patient lost their pulse and cardiopulmonary resuscitation (CPR) was initiated. A pericardial drain was placed and pericardiocentesis was performed. The patient stabilized and another deployment of the leadless ipg in the apex was performed after a contrast injection, and high threshold was noted. The leadless ipg was recaptured and removed. The patient pulse was lost, and CPR was initiated. Pericardiocentesis drain performed. An echocardiogram showed no effusion. The procedure was terminated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.